Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 40-70 mg/dl. The customer declined troubleshooting with tandem technical support, or to provided additional information regarding the reported issue.